Manufacturer narrative:
Lot number of solution used by the patient is unknown, and the manufacturer does not have any patient information that would allow us to further our investigation of lot number and adverse event details. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established.

Event description:
A male customer reported that his last bottle of complete multi-purpose solution easy rub formula wasn't properly sealed and when he turned the bottle up-side down to fill the lens case the solution not only came out of the tip, but out from underneath the cap as well. No medical adverse event occurred. The reported physical event could not be verified as the patient did not document the lot number or expiration date of the product before discarding it.